Manufacturer narrative:
Medical device: lead 6944-65 implanted (B)(6) 2010.

Event description:
It was reported that the patient had episodes of atrial tachycardia/ atrial fibrillation (at/af). Atrial undersensing was noted on the recorded electrograms (egms). The atrial lead remains in use. No patient complications have been reported as a result of this event.